Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient came to the hospital with a declined general health condition and shortness of breath. Log files showed low flow alarms. A computed tomography (CT) scan was performed and an outflow graft occlusion was found. The patient was planned to be taken to the operating room (or) the next day and have the graft inspected. In the or the bend relief was opened but the issue did not resolve. The patient remained stable in the intensive care unit (ICU).

Event description:
Additional information reported that on (B)(6) 2023 the patient underwent a minimally invasive procedure in the catheter lab and the outflow graft was stented in the area of the bend relief. During the procedure, the guide wire touched the rotor which caused an increase in rotor noise and pump flow. The flow increased back to normal parameters following the procedure. On (B)(6) 2023 the patient experienced an arrhythmia the pump flow began to decrease again. The arrhythmia resolved. It was further suspected that a thrombus passed through the pump, so heparin dosage was increased. The patient became stable following treatment. The patient then decided they wished to not further their treatment. Additionally, an intentional pump stop was observed on (B)(6) 2023 in the log files, but the reason for the stop was unknown.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacture's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction and suspected thrombus could not be confirmed through this evaluation. The reported low flow alarms and intentional pump stop were confirmed through the evaluation of the submitted log files. The controller event log files contained events from (B)(6) 2023. Multiple low flow alarms were captured on (B)(6) 2023. No other notable events were observed, and the pump appeared to function as intended at the set speed. The left ventricular assist device (lvad) event log files collectively events from (B)(6) 2023. Multiple decreases in pump flow as low as 0.0 liters per minute (lpm) were observed on (B)(6) 2023. Additionally, significant fluctuations in pump flow, rotor displacement, and rotor noise values were observed on (B)(6) 2023 between 16:56:04 and 16:57:25. These events appeared consistent with the report of the guide wire touching the rotor during the stenting procedure. No other notable events were observed. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), until (B)(6) 2024 when the patient ultimately expired. The pump was not explanted for evaluation (refer to (B)(4)). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia and device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also instructs to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and thromboembolism as potential late postimplant complications. Section 6, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.